Manufacturer narrative:
A sample was received in used conditions without its original packaging inside in a plastic bag. A review of the manufacturing process was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. The most probable root cause is related to the manufacturing process of the cassette bag loading operation the foreign substance was embedded inside of the cassette housing, caused by electrostatics generated by cassette components causing to attract to it. No information has been received to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that black particulates appear to be in the bag, not the plastic. No patient injury was reported.